Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) has reached eri (elective replacement indication) earlier than expected. Oversensing was suggested as a possible cause of reducing the longevity.